Event description:
No additional information.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz1000-07 and lot# 24025817 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needleless connector separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached when chemo was being hung the patients line that had the autoclave on it. The autoclave was then attached to a spiros. The autoclave on the patient wasn't staying conected and it kept unswiveling it self when pressure was being placed on it.